Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen, rainbow effect and makes it hard to read. No harm requiring medical intervention was reported. Insulin pump had rejected new batteries, crack around the battery cap, unusual grinding noises different from normal noises, insulin pump rewinds slower and unexplained random no delivery alarms several times. The insulin pump will not be returned for analysis.